Manufacturer narrative:
Age of device: 6 years, 4 months, 18 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2012. It was reported that patient experienced elevated power and flows and was hospitalized. Additional information was requested but not yet provided.

Event description:
Correction to event description: the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2018 for right heart failure to await heart transplant. Review of the log file submitted to the manufacturer's technical services department confirmed elevation in pump power and flow.

Manufacturer narrative:
It was inadvertently reported on the initial submission that the patient was implanted on (B)(6) 2012. The correct implant date is (B)(6) 2015.

Manufacturer narrative:
Investigation summary: evaluation of the submitted log file confirmed the reported elevations in power and flow estimation; however, a specific cause for these observations could not conclusively be determined, and a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The submitted log file contained data from 03oct2018 at 8:28 through 12nov2018 at 8:55. Pump power typically ranged from 5.9-7.5 watts, but intermittent power elevations were recorded on 03oct2018, 10oct2018, and 11oct2018. No hazard alarms were recorded, and pump speed remained above the low speed limit for the duration of the file. The pump appeared to function as intended. Multiple requests for additional information were sent to the account. No further information was provided. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Also noted is that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling.the patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on this event.